Manufacturer narrative:
Device evaluation: the photo provided was evaluated and the following were the results: based on the photo, the resolution of the photo cannot determine if the scratch that the doctor reported is confirmed. If the lens was returned to the site, it can be cleaned and inspected under a microscope at 10x with black and white base. The reported complaint issue was not verified. Manufacturing record review: the manufacturing record could not be reviewed since the serial number was not provided. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The device is not available for analysis as it remains implanted and the serial number is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) has a characteristic scratch on the lens observed while implanted in the eye at 3 o¿clock. No additional information was provided to johnson & johnson surgical vision.